Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised forced sensor system alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin was squirting out during the manual prime process. Customer stated that drive support cap was normal. The insulin pump will be returned for analysis.